Event description:
The customer stated that her blood glucose was tested using her contour meter and a lab test. The contour read 72 mg/dl, while the lab test read 30 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 2mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.